Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery due to battery depletion and near end of service on (B)(6) 2014. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient developed drop attacks and had a corpus callosotomy in 2006. It was noted that the patient continued to have seizures until she was started on onfi and that once started on this medications she did not have anymore seizures. Attempts to obtain additional information have been unsuccessful to date.